Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant tni results was unknown. The fse proactively replaced the aspirate wash block for probe 1 and 2, and checked the wash sequence for tni, that utilizes all four aspiration probes. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant high results were obtained for troponin I (tni) on an advia centaur cp instrument for two patients. The tni results were reported to the physicians. The first patient was repeated using the same sample and the corrected result was reported to the physician. The second patient was repeated using a new sample and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant high tni results.